Event description:
Additional information was received which indicated that the event resolved with sequelae the date of the permanent pacemaker implant.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {{l-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{compression loading system}}; implant date {{na}}; explant date {{na}} product ID {{d-evolutfx-2329}}; product lot/serial number (B)(6); product type: {{delivery catheter system}}; implant date {{na}}; explant date {{na}}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the implant day of the transcatheter bioprosthetic aortic valve, following the implant procedure, third degr ee atrio-ventricular block developed. As result, a permanent pacemaker was implanted the next day. Hospitalization was prolonged. The physician indicated the event was causal related to the implant procedure and valve. The event was reported as resolved.

Event description:
It was reported that on the implant day of the transcatheter bioprosthetic aortic valve, following the implant procedure, third degr ee atrio-ventricular block developed. As result, a permanent pacemaker was implanted the next day. Hospitalization was prolonged. The physician indicated the event was causal related to the implant procedure and valve. The event was reported as resolved.

Manufacturer narrative:
Updated data: h6. Product analysis: as the suspect device remained in the patient a return product analysis could not be performed. Conclusion: the reported event is unconfirmed. There was no information to indicate the event was potentially related to a manufacturing issue. Therefore, no review of the device history record was required. The complaint investigation determined this event was foreseen in risk management and is included in monitoring/trending. The device instructions for use (IFU) lists conduction disturbance as a potential risk associated with the treatment procedures. Conduction disturbances such as atrio-ventricular block are known potential adverse effects and can be resolved with the implant of a pacemaker. Factors that may impact the development of conduction disturbances include baseline conduction defects and anatomical considerations. With the limited information available, a conclusive cause of this conduction disturbance could not be determined. In this case, a permanent pacemaker was implanted. There was no identified inadequacy with the IFU in relation to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.